Event description:
When the drapes and iodan were removed from patient an area of skin lifted off with the ioban (size of a silver dollar). Cause unk but it was thought a reaction to the ioban or betadine might be possible.